Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion which was not reproduced during evaluation. The reported upstream occlusions were verified through a review of the event history log by the presence of "upstream occlusion" however, it cannot be determined if the alarms are true or false alarms. Evaluation found the cause to be an out of specification ultrasonic sensor fluid reading. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no patient involvement. No additional information is available